Event description:
Patient reported having a boston scientific scs (spinal cord stimulator) that was removed to make room for a pain pump. Multiple reprogramming's were done, but did not control their pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).